Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The remote user interface potentiometer cable was replaced. The system operates as intended.

Event description:
The customer reported that the remote user interface (rui) joystick was not functioning. No patient injury was reported.